Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ninety minutes following the implant of this transcatheter bioprosthetic valve into a stenotic native bicuspid valve, hypotension and cardiac arrest occurred. Angiography indicated there was no blood flow to the left and right coronary arteries. Subsequently, the valve was successfully explanted and replaced surgically with a non-medtronic valve. Two days after implant, the patient died. Per the physician, the coronary occlusion was caused by torn native leaflets which was caused by a pre-implant balloon aortic valvuloplasty (bav). The cause of death was coronary occlusion. Per the physician, both the bav and valve contributed to the death.